Manufacturer narrative:
H6: health impact and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a damaged input/output side label, bent front panel, damaged on and off switch, did not have power. Functional testing found the device cycled when the device was turned off. Replaced damaged function switch. The root cause of the reported issue was found to be customer damage/device mishandled. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Device operator is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit does not cycle when its inspiratory phase, but cycles when the knob is turned off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.